Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Photos of the customer sample shows evidence of separation of the collection straw from the device. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5275726. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd¿ vacutainer¿ microbiology tube c & s straw was separated from the holder. No injury or medical intervention.